Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin was leaking, which may have contributed to the customer's high blood glucose. It was stated that the customer noticed the reservoir was wet when the infusion set and reservoir were changed. It was mentioned that the p-cap connection between the reservoir and the infusion were loose. No further information was provided.

Manufacturer narrative:
Inspected one opened/used reservoir and performed manual prime and high pressure test per specifications. Reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Also checked snap-cap dimensions for anomalies and none were found.